Event description:
An aneurx bifurcated stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported to be difficult to access due to severe calcification. It was reported that the physician was unable to cannulate the gate. The pt was sent home and returned 8 days later for further treatment. The bifurcated stent graft was converted to an aorto-uni-iliac device by placement of an aortic cuff in the flow divider and performed a fem-fem bypass. The final outcome of the procedure was good and the pt is reported to be fine.